Event description:
It was reported that the day following the implant procedure, boston scientific technical services was contacted to evaluate this system. It was discussed that the physician had elected to not implant a right atrial (ra) lead nor a ra port plug. Technical services explained that this is off-label use and could impact critical therapy. An emergent revision procedure was recommended to either implant a ra port plug. Additional information has been requested regarding the healthcare facility and product information, but has not yet been received. The device remains implanted and no adverse patient consequences were reported.